Event description:
It was reported that this device triggered safety mode. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered safety mode. The device remains implanted to date. No adverse patient effects were reported.